Event description:
It was reported that this lead was explanted due to noise.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip and rv shock coil was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragment was scrutinized. The inspection revealed that the insulation was found abraded through 3cm distal to the df-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the conductor cable leading to the distal ring electrode of the atrial dipole was found fractured (directly next to the is-1 connector pin), which most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.